Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code that occurred during clinical use. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure, but did not know if the failure occurred while the pump was in use on a pt. Info was requested by baxter regarding pump programming and set-up info, tubing product code and lot number in use and the medication involved, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.